Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable high troponin t hs elecsys result for one patient from the cobas e 801 module. The initial result from a sample collected at 10:56 am was 40.9 ng/l and was reported outside of the laboratory. The repeat result was about 5 hours later on the same analyzer was 4.58 ng/l. The reagent lot number was 523685. The expiration date was provided as 2022-07.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent issue could be excluded.